Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4 not working, pyxis bus connection was faulty. The field service engineer assisted customer to reconnect the pyxibus cable and perform a system reboot. Drawer 6-1 couple of cubie pockets were failed. Fse assisted customer to recover failed pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and device not detected on bus. Also, the windows error messages were popping up on pyxis software. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.